Event description:
As reported, the (B)(4) dura star, 3.50 x 10 mm balloon had difficulty in deflation. The age and gender of the patient is unknown. The target lesion location is unknown. The characteristics of the vessel are unknown. It is unknown if there was any difficulty accessing the lesion with a guidewire. A cordis guidecatheter was used in the procedure. The balloon catheter was properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty advancing the balloon over the guidewire to reach the lesion. It is unknown if there was any difficulty crossing the lesion with the balloon. There is no information available regarding the type of inflation device used to inflate the balloon. There is no information as what brand contrast was used to inflate the balloon. The contrast to saline ratio was 1:1. There were no kinks/bends noted in the delivery system which may have caused the deflation difficulty. It is unknown if the balloon was removed from the vessel fully inflated. The physician changed to another balloon and the lesion was successfully treated. There was no reported injury to the patient.

Manufacturer narrative:
As reported, the sakura dura star, 3.50 x 10mm balloon had difficulty in deflation. Another balloon was used to complete the procedure successfully. There was no patient injury reported. The age and gender of the patient is unknown. The target lesion location is unknown. The characteristics of the vessel are unknown. It is unknown if there was any difficulty accessing the lesion with a guide wire. A cordis guide catheter was used in the procedure. The balloon catheter was properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty advancing the balloon over the guide wire to reach the lesion. It is unknown if there was any difficulty crossing the lesion with the balloon. There is no information available regarding the type of inflation device used to inflate the balloon. There is no information as what brand contrast was used to inflate the balloon. The contrast to saline ratio was 1:1. There were no kinks/bends noted in the delivery system which may have caused the deflation difficulty. It is unknown if the balloon was removed from the vessel fully inflated. The physician changed to another balloon and the lesion was successfully treated. There was no reported injury to the patient. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. Inflation/deflation test results were reviewed and no anomalies were encountered during manufacturing process of this lot. Calibration records were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operator qualification records for leak and deflation test for firestar and durastar were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.